Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a tibial nail system was successfully implanted within a patient to repair a fractured tibia. On an unknown date the patient began experiencing pain prompting follow up visits to the hospital. X-rays were taken and it was discovered that a screw had broken post-operatively; this was confirmed when the provided x-ray was reviewed by the manufacturer. On (B)(6) 2016 a revision surgery was performed to remove the broken screw and additional screws were added. The revision surgery was completed successfully without any surgical delay. The patient remained unharmed with no negative affects post-surgery. This is report 1 of 1 for (B)(4).